Manufacturer narrative:
(B)(4).

Event description:
It was reported patient experienced a constant dull pain at the ipg pocket site. It was assessed that the pain was caused by recent weight gain coupled with a non-device related fall that resulted in a hematoma at the pocket site. Patient underwent a revision procedure to relocate the ipg and is doing well post-operatively.